Manufacturer narrative:
Further information was requested but not received.

Event description:
During implantation, difficulties inserting the stylet into the right ventricular (rv) lead and high pacing impedance were observed on the rv lead during fixation. The physician attempted to resolve the issue by repositioning the rv lead but was not successful due to the helix unable to extend. The rv lead was explanted. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet inserted all the way through the lead passed the ring electrode. Visual examination found the helix to be retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of ¿tip of the electrode did not screw in¿ was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.